Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the rotawire shows the spring tip wavy/bent with coils elongated adjacent to missing solder. In addition several slight kinks were noted along the entire length of the wire, at 13, 25, 95, and 130 cm from tip. Also the kinks on wire and elongated coils may have been caused during retrieval of the rotawire. The burr annulus was microscopically examined and a misshapen and flared annulus was evident. The damage to the burr is consistent with the burr coming into contact with the wire. Dfu warns: "never advance the rotating burr to the point of contact with the guidewire spring tip. Such contact could result in distal detachment and embolization of the tip". The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Same cases as 2134265-2010-00873, 2134265-2010-00874, 2134265-2010-00871. Complaint is reportable based on analysis results completed (b)(46 2010. It was reported that during a percutaneous coronary interventional procedure, resistance was felt loading the burr on the wire. The lesion was located in a left anterior descending coronary artery (lad). While attempting to load a 1.5mm rotalink system onto a floppy rotawire, resistance was felt between it and the wire. The rotalink plus and floppy rotawire were exchanged for another set of the same devices. The same difficulties with loading occurred with this set. A 1.75mm rotalink plus and a ex support rotawire were used to successfully complete the case. No patient complications occurred. The patient status was satisfactory. Analysis results of the rotawire revealed spring tip damage and missing solder.